Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Data was analyzed and boston scientific technical services indicated that the power consumption is increasing in a gradual fashion and the smart pass feature was disabled due to sudden change in the r-wave amplitude. The patient is planning on going on holiday next week for a month. No adverse patient effects were reported. This s-ICD remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Data was analyzed and boston scientific technical services indicated that the power consumption is increasing in a gradual fashion and the smart pass feature was disabled due to sudden change in the r-wave amplitude. The patient is planning on going on holiday next week for a month. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Unfortunately, boston scientific was not involved in the replacement procedure and the last known current location of the device is with the hospital, the device will not return for analysis. Should this product be received in the future, an updated report will be provided.